Event description:
It was reported that the patient's lead exhibited a high threshold and inadequate capture. The lead was deactivated and a new lead was implanted. The condition of the patient was fine.